Event description:
1) radiation-oncology department tests each lot of radsure indicators before blood bank puts them to use. 2) the procedure involves irradiating the indicators using a 6mv linear accelerator x-ray beam at doses of 5,10,15 & 20 gy's. 3) the indicators are then observed for the appropriate color change to verify that the expected amount of radiation has occurred.